Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 7-french, guide wires: 0.035 inch, 0.014 inch. Heparin. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reported (B)(4) - against resistance - the perclose proglide device was reportedly forcefully retracted over a guide wire from the patient's anatomy. The perclose proglide instructions for use states under the precautions section do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foot not retracting and difficulty removing the device was confirmed as analysis of the returned device observed the foot surfed out of positions and was inverted, which can cause difficulty removing the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a peripheral, below the knee, revascularization procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during removal of the device resistance was felt. To remove the device, the device was pulled back and the lever, which controls foot deployment, was cycled open and closed. After ensuring that the device was no longer in the vessel, the device was forcefully retracted over a guide wire from the patient anatomy. When the device was removed it was noticed that the foot of the device was broken, but remained attached to the device. It was believed that the device became caught on fat tissue. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.